Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got slammed into the car door and had partial display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was reported that the display was flashing and screen was white and had grey lines. The customer needs to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank solid white display with horizontal black lines due to cracked lcd glass. We were unable to perform the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments or partial display due to cracked lcd glass. The insulin pump also was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.